Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaw. The analysis results of the device found that the device was received with one jaw ramp broken causing that the jaws did not collapsed as intended in order to form the clip; malformed clips were released. One possible cause for the damage found might be excessive loading due to forming a clip over another clip exceeding the structural capability of the jaws. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired on the cystic duct, the jaw became not to open. The event occurred at the first or the second firing. The jaw became to be opened when the trigger was grasped several times. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that there had been no torquing or twisting of the device present.